Event description:
During verification testing at the svc ctr, the device delivered less than expected.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. #(B)(4).